Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the stimulator was removed approximately one week after implant because it was in an abscess. They did not clarify if the leads were removed as well. Agent did not ask about the circumstances that led to the reported issue. Patient services documented reported issue.